Manufacturer narrative:
As of today the explanted lead has not been returned for analysis. The local area representative plans to return the lead after it is released from the hospital.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. During the extraction procedure this lead severed and a portion remains inside the patient.